Event description:
It was reported per field service report: symptom - reported system error 3 (5). Pump was on patient. Confirmed findings/ action taken: observed customer complaint, intermittent system error 3 (5), helium loss and high baseline alarms. Verified pump assembly faulty, replaced pump assembly. Replaced display to cpu (central processing unit) cable that was damaged during repair. Unit passed functional checkout. Software level 2.24. Additional information received on (B)(4) 2013 from the field service representative stated the issue was resolved by switching out the pump successfully. They were able to finish iabp therapy as planned. There was no report of patient death, complications or injury. No medical/ surgical intervention was required. There was no delay or interruption in therapy. The patient outcome was the patient received CABG (coronary artery bypass graft), iab discontinued and the patient has been discharged.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.